Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed alerts indicating an algorithm output range error and a software runtime error, and the user was advised to transition to backup therapy because insulin delivery and meal announcements were not reliable. Symptoms included no reported impact on blood glucose. Outcomes included shipment of a replacement device with instructions to return the original device, sync data to the mobile app before return, shut down the device via the menu to avoid further alerts, and note that data would not transfer to the replacement. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed a persistent software runtime error associated with device malfunction, consistent with an algorithm output range error, that was not resolved by power cycling. There was no evidence of patient harm. It was concluded, based on previously established findings for similar reports, that the cause was a software-related device malfunction.